Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2015 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine (10 mg/ml at 11.25mg/day, lot number unknown) and dilaudid (8 mg/ml at 9mg/day, lot number unknown) via an implantable infusion pump. The indication for use was malignant pain and bladder. The hcp reported that a low reservoir alarm occurred, due to the patient missing the refill appointment. It was unknown if the patient heard the alarm. The hcp did not know exactly when the low reservoir alarm sounded, but based upon the flow rate, the reservoir volume, and when the hcp interrogated the pump, the event occurred in (B)(6) 2015. There was 1 ml in the reservoir when the patient came in on the date of this report. The patient was throwing up on the date of this report. It was reported that the patient had cancer and over the past week, the patient's pain had gotten worse. The patient was receiving radiation treatment. The pump was checked out last week and no issues were found. It was unknown if the change in therapy/symptoms were sudden or gradual. The hcp refilled and updated the pump and was increasing the drug concentration on the date of the report of bupivacaine (10 mg/ml at 5.625mg/day) and dilaudid (16 mg/ml at 9mg/day). The device/catheter tip placement was t5/6. If additional information becomes available a follow-up report will be submitted.